Manufacturer narrative:
Date of explant: exact date of explant unknown. Further information was requested but unable to obtain. A system explant was reported to abbott. The patient reported their system did not relive them from pain and the battery site was painful at all times. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2019-09001.related manufacturer reference number: 1627487-2019-09003.related manufacturer reference number: 1627487-2019-09004.new information received indicates that the patient experienced ineffective therapy. As such, the scs system was explanted in (B)(6) 2019 (exact date unknown).

Manufacturer narrative:
It is unknown what devices were explanted. Hence, entire scs system is being reported. Date of explant is unknown. Date of event is unknown. Concomitant medical products scs ipg and scs extension (x2), therapy date unknown the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-09001. Related manufacturer reference number: 1627487-2019-09003. Related manufacturer reference number: 1627487-2019-09004. It was reported that the patient¿s device was removed years ago. It is unknown when and why the device was removed. Patient declined to provide additional information.